Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. On (B)(6) 2026, it was reported to betabioinics that the patient¿s pump was ¿not stopping¿ while his cgm value reached 80 mg/dl. The patient stated he then had to manually pause his insulin pump. The patient was experiencing confusion and was having difficulty talking. No specific cgm or bg meter value for the patient was reported at the time. The patient¿s brother treated the patient with unspecified fast acting carbohydrates. The patient was contacted back for event clarification and the patient stated the hypoglycemic event occurred in the middle of the night but he could not recall how low his bg level got. The patient clarified he was treated with a sandwich and a ¿glucose pen¿. The patient then refused to provide any further event details. Betabioincs also reported that the patient¿s data showed that the dexcom had a brief sensor issue that then led into a failed sensor on day of the event. However, no further information was provided regarding when this occurred during the event timeline. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e0131 speech disorder